Manufacturer narrative:
(B)(4). (B)(6). Post market vigilance (pmv) led an evaluation of two spacemaker blunt tip trocars. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. Visual inspection of the instrument by the pmv investigator noted the trocar balloon appeared stretched and wrinkled. The trocar balloon was inflated and a leak was detected at connection of the trocar body and the cannula. Additionally, it was verified one of the balloons did not stay inflated as expected. After a leak test using a soapy solution, a leak between the check valve adapter and the outer sleeve was detected. The root cause of the observed condition was determined to be a result of an issue with the bonding process between the adapted and the outer sleeve. A manufacturing action has been initiated to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a laparoscopic adrenalectomy while using a spacemaker, after a few minutes into the case, pneumoperitoneum was slowly decreasing. It was discovered that the balloon of the trocar was leaking and did not provide a proper seal to keep adequate pressure during the case. When the surgeon removed the trocar and the nurse tested the balloon out of the patient, it was clear that the balloon was leaking air. They opened another trocar and after about 20-minutes, decreased in pneumoperitoneum was observed again.